Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was not completed because a serial number was not provided. Because the device was not returned to mmdg for evaluation, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump caused a fire and damaged property. Mmdg was unable to follow up with the initial reporter. There were no injuries reported. [Complaint-(B)(4)].